Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. During visual inspection of the provided videographic sample, a leak was observed originating from the access screwed connector. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external water leak was observed originating from ¿the tube¿ of a oxiris set during priming. The set was rechecked and tightened all the connectors, then flushed again and the leak remained. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.